Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected. Insulin pump also had critical pump error. Customer reported changing batteries was showing low batteries alerts. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Ngp customer returned insulin pump for an alleged critical insulin pump error (open book image) alarm on event date (B)(6) 2022. No critical insulin pump error (open book image) alarm noted during boot up. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Device passed the delivery accuracy test at 0.08740 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thump. History/trace files confirmed a critical insulin pump error (open book image) alarm was triggered by three consecutive insulin pump error (line number 5632 file number (B)(6)) critical handling alarms on (B)(6) 2022 06:17:13.000, (B)(6) 2022 06:27:00.000 and (B)(6) 2022 06:46:47.000 due to a software error. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No unexpected battery lasts less than expected alarms, alerts, or anomalies noted during testing or in the history/trace files on event date. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board1 and the force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage and scratched case. In summary, customer allegations for critical insulin pump error (open book image) alarm confirmed in history/trace files, triggered by three consecutive insulin pump error 53 due to software issues. Battery lasts less than expect not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for analysis.